Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The patient stated that the battery does not last as long as it should. Reportedly the threads on the battery compartment were stripped and the battery cap was never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed that the complaint day was not covered by the available data due to customer continued usage. No related warnings or excessive battery usage was found in the current data. Investigation did not find any damages to the battery compartment or cap and the battery contact measurements were within specifications. With the returned battery cap, the pump powered on with the appropriated audible and vibratory functions. A rewind/load/prime sequence was executed without incidents. Electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or loose components was found inside the pump. The investigation was unable to duplicate the reported power issue.